Event description:
It was reported that the device delivered an unintended insulin bolus. The rate is unknown at this time and the patient needed a counteraction. The patient was admitted to the ICU and the patient remained in the emergency department for 2 hours for blood sugar testing and observation. The ivf was changed. It was reported that no patient care was delayed it did not contribute to, or result in serious adverse impact to patient.

Manufacturer narrative:
Additional information added to: d11. The report of an unintended insulin bolus was not confirmed through testing or review of the logs. However, it is suspected that the cracks identified on the bezel may have contributed to the reported event. This type of damage can prevent the platen from closing completely, inhibiting the upper occluder from fully pinching off the tubing to control the fluid flow, inadvertently causing a bolus or over infusion. A second possible contributing factor may be a result of the loose piece of plastic which was found inside the device. The plastic piece can get lodged on the occlude, inhibit the occluder from fully pinching off the tubing and possibly producing a bolus or over infusion. Log analysis identified the time of the incident as most likely being between 1:19 pm and 1:48 pm on (B)(6) 2019 while insulin was infusing. During this infusion, the total primary volume infused was recorded as 2.699 mls. Testing demonstrated the source pump module passing a 1 hour rate accuracy test. Results confirmed the device is operating within specification and as intended. The disposable tubing set in use at the time of the reported incident was not returned for investigation. The root cause was not definitively determined.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. No other patient information was provided. Diabetic mellitus with latosacidosic.

Event description:
It was reported that the device delivered an unintended insulin bolus. The rate is unknown at this time and the patient needed a counteraction. The patient was admitted to the ICU and the patient remained in the emergency department for 2 hours for blood sugar testing and observation. The ivf was changed. It was reported that no patient care was delayed it did not contribute to, or result in serious adverse impact to patient.